Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357801. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported by the customer that during use of the bd intima ii¿ IV catheter prn adapter there was leakage. The following information was provided by the initial reporter: at 09:47 on (B)(6) 2022, the patient underwent ctu enhanced CT, and the nurse placed superficial vein indwelling. After checking that the pipeline was smooth, the enhanced CT examination was carried out, and there was leakage in the middle of the examination. It was found that the extension tube in front of the y joint of the indwelling needle had been broken, so the indwelling needle was immediately removed, and the patient was not harmed by local pressure for hemostasis. Adr# (B)(4).